Manufacturer narrative:
The field service engineer (fse) inspected the device and could not duplicate the reported condition. The fse found in the logs that the ventilator had generated a safety valve open alarm. The fse performed extended self test (est), and short self test (sst) to resolve the problem. The ventilator is ready for use. The ventilator has been returned to the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 840 ventilator safety valve did not opened. The ventilator was not in use on a patient at the time of the reported event.